Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the procedure a previously capped chronic lead was intended to be re-used; however, the lead had an insulation breach. The lead was capped and a different lead was implanted. No patient complications have been reported as a result of this event.